Manufacturer narrative:
(B)(4).

Event description:
It was reported that after emptying the pump, the physician could not fully refill the reservoir with the new drug. The pump refill was attempted again at a later date, and still the physician could not fully refill the pump. When the pump was aspirated, bubbles were seen in the syringe. Multiple attempts to pull back and create negative pressure were done. The patient was active with diving. The physician believes the patient may have been diving within the last 6-12 months, but will need to further follow up with the patient to verify this. An x-ray of the pump did not reveal any obvious deformation of the pump. The drug being infused was baclofen.

Event description:
It was further reported that the medication was compounded. The concentration was 3000 micrograms per milliliter at a dose of 1500 micrograms per day. No troubleshooting was performed. The patient will eventually have an x-ray to determine if the pump has been dented. The consultant did not feel the patient had to come in earlier than the next scheduled refill. The patient dove a number of times and it was the consultant¿s assumption that this had affected the pump. The patient was receiving effective therapy apart from the fact that the pump can only be filled with 33 milliliters of baclofen.